Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the physician grabbed the top of the wings and the wings broke into pieces. The physician was able to finish placement of the port.